Manufacturer narrative:
H3: one device was received for evaluation. Visual inspection found the downstream occlusion (dso) sensor had nub dents and the upstream occlusion (uso) was not flushed with chassis. The reported issue was verified by functional testing. The root cause of the problem was an inoperable dso sensor. The dso sensor was replaced to correct the issue. The dso and uso seals were also replaced. The device then passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed pounds per square inch testing during pm. Device did not alarm. No patient involvement.